Event description:
It was reported that during a case the bur broke in the attachment. There was no patient impact, surgical delay or medical intervention reported as a result of this event.

Event description:
It was reported that during a case the bur broke in the attachment. There was no patient impact, surgical delay or medical intervention reported as a result of this event.

Manufacturer narrative:
The catalog number was unknown, updated to 8420107525, lot unknown. The quality investigation is complete. Device discarded.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.